Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy ii des drug-eluting stent was advanced for treatment but failed to cross the lesion. However, stent damage occurred. A second and third stent attempted to cross the lesion without success. The guide, guidewire and stent were withdrawn simultaneously. The procedure was completed with a non boston scientific device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the synergy ous mr 4.00 x 32mm mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of proximal stent damage with stent struts lifted and pulled. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Analysis of the returned device confirmed the alleged complaint as stent damage was noted proximal stent damage with stent struts lifted and pulled. Additionally, multiple hypotube kinks were noted. Boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy ii des drug-eluting stent was advanced for treatment but failed to cross the lesion. However, stent damage occurred. A second and third stent attempted to cross the lesion without success. The guide, guidewire and stent were withdrawn simultaneously. The procedure was completed with a non boston scientific device. No patient complications resulted in relation to this event.